Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had unexplained low blood glucose for the last 7 days. On (B)(6) 2013, the patient awoke with a blood glucose reading of 170 mg/dl. She went for a bike ride that day for 15 minutes while the temperature was 70 degrees celsius. The patient felt low, took 3 glucose tables, and asked for assistance from 3 boys she saw in the yard. The patient subsequently passed out and awoke with the bike on top of her. The ambulance arrived and tested the patient at 70 mg/dl. She had a broken fibula and ankle. The patient was taken off of the subject pump from 3:49 pm to 7 pm. She resumed her insulin pump therapy when her blood glucose was above 70 mg/dl. The patient indicated she has not seen an endocrinologist for assistance with adjusting her insulin regimen. She has lost 11 pounds and has been making insulin adjustments to her basal rate on her own. The patient was advised to contact her hpc and have the pump settings evaluated. The patient reportedly was using basal to cover her meals and did not make any adjustments for weight change and exercise. There was no further hypoglycemic episode after the (B)(6) 2013 incident. The patient has discontinued insulin pump therapy at the time of the call to animas. Troubleshooting showed that the advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient passed out and required medical intervention while on insulin pump therapy. There was no evidence of product malfunction; however, use error involving the subject animas pump could not be ruled out as a contributor of the reported hypoglycemia.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2012 with the following findings: a review of the black box history revealed that the pump was not in use from (B)(6) 2013 at 9:56am to (B)(6) 2013 7:15am. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. There were no alarms related to the complaint found in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.